Manufacturer narrative:
The investigation has been completed. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include a faulty power supply board or control board malfunction. Also, possible age-related deterioration since it has been six years since manufacturing of the device.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that a liquid crystal display monitor was not turning on and had to fiddle with it to get an signal. There was no patient involvement or injuries were reported. No additional information has been obtained.